Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2022. On the evening of (B)(6) 2022 while the patient was sleeping, the patient¿s father checked to see if the reading was accurate. The bg was 412 mg/dl but the cgm was 150 mg/dl. The patient¿s mother gave the patient 2.05 units of insulin while the patient was still asleep. When they rechecked 3-5 minutes after the first fingerstick, the bg was 410 mg/dl but the cgm was 129 mg/dl. The patient was conscious but disoriented, and the parents had difficulty waking her, so they took the patient to the hospital where no other treatment was given, but unspecified 'standard tests' were done. After three hours the patient¿s glucose level dropped below 200 mg/dl, so she was discharged home. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Diabetes mellitus is a known cause of hyperglycemia.